Event description:
Clinical trial. It was reported that 152 days following a coronary artery drug eluting stenting treatment procedure, the patient experienced a tvr of the distal circumflex (cx). The index procedure identified and treated four target lesions. Target lesion one was a de novo, mildly calcified, mildly tortuous, 2.3x14mm, 70% stenosed lesion of the mid left anterior descending (lad). Target lesion one was direct stented with a 16x2.5mm taxus liberte stent at 14 atms leaving 8% residual stenosis. Target lesion two was a de novo, uncalcified, mildly tortuous, 2.5x10mm, 70% stenosed lesion of the distal cx. Target lesion two was pre-dilated using a medtronic sprinter 2.5x12mm balloon and this 12x2.5mm taxus liberte stent was deployed at 14 atm leaving 6% residual stenosis. Target lesion three was a de novo, ostial, bifurcated, 3.5x15mm, 75% stenosed lesion of the proximal lad. Target lesion three was predilated using a medtronic sprinter 2.5x16mm balloon, a 16x3.5mm taxus liberte stent was deployed at 18atm with a proximal overlap, and post dilated with the stent balloon at 12atm. Target lesion four was a de novo, ostial, bifurcated, 3.0x10mm, 60% stenosed lesion of the proximal cx. Target lesion four was pre-dilated using a 3.0x 12mm medtronic sprinter balloon, a 12x3.0mm taxus liberte stent was deployed at 16 atm with a proximal overlap, and post dilated with a 2.5x12mm medtronic sprinter balloon at 10 atm leaving 0% residual stenosis. The patient experienced a tvr of the distal cx 152 days following the index procedure. The stent had 80% focal in-stent restenosis which was treated with balloon angioplasty and a xience stent resulting in 5% residual stenosis. The patient was reported to be taking asa and plavix at the time of this event. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.